Event description:
It was reported that following a successful stent implantation during a ptca/stent procedure, upon examination of the wire, the distal tip coils were unraveled. Reportedly, there was no pt injury.